Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a gradient of 100 millimeters of mercury (mm hg) was observed. The valve was subsequently deployed at an implant depth of 4 millimeters (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). Prior to closure of the access site, the valve dislodged into the aortic sinus. Subsequently, the valve was snared into the ascending aorta, and replaced with a non-medtronic valve. Per the physician, the patient's anatomy contributed to the event. A 2 hour procedural delay occurred as a result.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.